Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had under delivery of the insulin from the pump. Customer¿s blood glucose value at time of incident was 322 mg/dl and current blood glucose level was 163mg/dl. Customer treated these high blood glucose values with the pump. Customer was assisted with performing displacement test and resulted in no reservoir detected. High pressure test was performed which passed. Troubleshooting for blood glucose levels was continued and customer¿s blood glucose at time of incident was 40 mg/dl and current blood glucose value was 163 mg/dl. Customer treated with food. Customer was suggested to refer to back up plan, per healthcare professional¿s instructions. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit was programmed with test guardian 2 link and test plug simulator. Unit communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed value properly on the display graph. No sensor anomalies were noted. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.